Event description:
Upon reassessment of the reported event, the tray was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the tray was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Common device name: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a left reverse total shoulder and experienced pain. Subsequently, the patient underwent an additional procedure approximately 11 months later due humeral shaft fracture. 3 cerclage wires placed to repair the bone fracture. Attempts have been made and additional information on the reported event is unavailable at this time.